Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic whipple, when removing specimen, piece of the bag fell into the cavity of the patient, which was retrieved by the forceps. Surgical time was extended by 25 minutes as the surgeon took time to make sure all pieces of the bag were retrieved. There was no patient injury.